Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study patients undergoing vats lung resection who were managed postoperatively with a digital drainage system experienced less morbidity and decreased hospitalization.

Event description:
Received an article titled "digital drainage system reduces hospitalization after video-assisted thoracoscopic surgery lung resection". The purpose of the article was to assess the efficacy of a digital versus traditional drainage system on hospitalization for patients undergoing video-assisted thoracoscopic surgery (vats) anatomic lung resection. Per the article adverse events included subcutaneous emphysema, prolonged pleural drainage, chest tube reinsertion, respiratory complications ¿ unspecified and cardiac complications ¿ unspecified.